Manufacturer narrative:
The returned device was evaluated and the device was received with the cannula deployed and needle retracted. Device data shows that the first priming sequence ended at 50 pulses and then the device was deactivated by the user at 67 pulses. The firing flat was in the expected vertical position for deployment. Timeouts and drive stall were observed in device data. The device was reset, paired to the master pdm, and programmed to deliver a 5-unit bolus. The timeouts and drive stall were replicated during the rerun. Inspection of the leadscrew found brass shavings. No drive resistance was felt upon manual rotation of the ratchet gear. It could not be determined if the brass shavings contributed to the timeouts and drive stall. The needle mechanism was reset and fired properly during the investigation with no issue. While high pulse width and drive stall could prevent the device from deploying, because the device was received deployed and was deactivated after completing second prime, this cannot be conclusively determined as the cause of the reported event as it could not be determined the exact timing of when the device was deployed.

Event description:
A patient reports while activating a pod the cannula had deployed late. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.